Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the reported issue was not confirmed. The mega suturecut needle driver instrument was tested on an in-house system and it passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The blades opened and closed properly. The cut test was performed and passed multiple times. Visual inspection was performed and no damage to the cables or the blades were observed. The instrument was fully functional. No product issue was found.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted transabdominal preperitoneal (tapp) inguinal hernia surgical procedure, it was noticed that the jaw of the mega suturecut needle driver instrument jumped when it was closed. It appeared that a wire was crooked and choppy. The procedure was completed with no reported injury.